Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported noise, pacing inhibition, asystole, and loss of capture on this rv lead. The lead and the generator were replaced at the same time. Should additional information become available this file will be updated.